Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device received with cracked keypad at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Advise customer to remove battery and checked if battery was aa, battery used was aa (B)(6). Customer stated that there was no damaged to battery compartment or spring damaged or corroded. The issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.